Event description:
It was reported that the right atrial (ra) lead had dislodged. The ra lead was explanted, and a competitive ra lead was implanted. There were no adverse health consequences to the patient.